Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 23x3.0mm, eccentric shaped, de novo target lesion was located in the right coronary artery (rca). A 3.00x24mm omega¿ stent was selected for use. During introduction of the stent delivery system, the stent dislodged from the balloon. The stent was retrieved from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).